Manufacturer narrative:
It was reported by the facility that the bulb of the yankauer broke and may have been retained in the patient. Multiple attempts, with no response, were made to contact the facility to obtain additional details. There are many unknowns, including the type of procedure being performed, how the yankauer was being used, if integrity of yankauer was affected by any surgical instruments or a scalpel. It is unclear if the broken piece was identified or removed from the surgical site. The sample was returned and a root cause cannot be determined. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported that a piece of the yankauer suction device was possibly retained in the patient.